Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (not in fallopian tube)"), embedded device ("essure on the right side embedded in peritoneum"), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and bipolar disorder ("psychological/psychiatric problems (bipolar)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and normal bleeding during menstruation"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), nausea ("nausea"), allergy to metals ("nickel allergy"), bipolar disorder (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2014 laparoscopic removal of peritoneal essure device from cds.), surgery (on (B)(6) 2014 laparoscopic removal of peritoneal essure device from cds.) And surgery (on or about (B)(6) 2014, patient underwent surgical removal of the device on the right side). At the time of the report, the device dislocation, embedded device, pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, nausea, allergy to metals, bipolar disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, bipolar disorder, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the right side migrated. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events genital bleeding, vaginal bleeding, menorrhagia,apareunia, dysmenorrhea, fatigue, device dislocation, device embedded, bipolar disorder, are added. Lab data added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure (not in fallopian tube)'), device dislocation into abdominal cavity ('esuure embeded in peritoneum/ perforation: peritoneum'), pelvic pain ('chronic pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and bipolar disorder ('psychological/psychiatric problems (bipolar)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis and hypertension. Previously administered products included for contraception: paragard from (B)(6) 2013 to (B)(6) 2013; for an unreported indication: metoprolol from 2010 to 2012. Concurrent conditions included uterine fibroid, endometrial polyp, back pain and urinary urgency. Concomitant products included bupropion hydrochloride (wellbutrin) since 1989 and olanzapine (zyprexa) since 1989 for bipolar disorder as well as aciclovir (acyclovir) since 2004, clonazepam (klonopin) since 1989, meloxicam since 2017 to (B)(6) 2019 and montelukast sodium (singulair) since 2013. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("excessive and normal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/dypareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), bipolar disorder (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2014 laparoscopic removal of peritoneal essure device from cds. (B)(6) 2014- unilateral salping, (B)(6) 2014 laparoscopic removal of peritoneal essure device from cds. (B)(6) 2019- unilateral salping and on or about (B)(6) 2014, patient underwent surgical removal of the device on the right side). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, female sexual dysfunction, allergy to metals, bipolar disorder and abdominal pain outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue and nausea had resolved. The reporter considered abdominal pain, allergy to metals, bipolar disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and device dislocation into abdominal cavity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: the right side migrated/unilateral occlusion (left tube occluded); failure to occlude fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, dysmenorrhea and bipolar disorder. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received. Date of explant updated. Onset date of the events were added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, nausea, pelvic pain. Outcome of the events were changed from unknown to recovered: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, fatigue, nausea and pelvic pain. Reporter information, medical history, historical, concomitant drug and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and normal bleeding during menstruation"). The patient was treated with surgery (on or about (B)(6) 2014, patient underwent surgical removal of the device on the right side). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.